Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that condensation was found when the lp generator was used for patient. At that time, patient's oxygen saturation was dropped, and the patient was intubated. The nurse of this facility reported that the lp generators are easy to come dew condensate. Therefore, they have to remove dew condensate frequently with disconnection to patient.